Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been delivering inconsistently. It was reported that the level of gel in the cassettes at the end of the day was not always the same; some days more than others. Per reporter the pump was changed. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no physical damage on the pump. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification.

Manufacturer narrative:
Other text: additional information was received indicating there was no report of any patient or clinical injury. Updated h6, patient information provided, updated a2, a3.